Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The left ventricular (lv) lead exhibited high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.